Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high threshold measurements for all polarities and no capture with high impedance measurements. The lead was not used, and another lead was used for implant. No patient complications have been reported as a result of this event.